Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant, the patient had an episode of ventricular tachycardia (vt) and some atypical supra ventricular tachycardia (svt). It was also reported that the right atrial (ra) lead exhibited high threshold and had dislodged. The ra lead was explanted and will not be replaced in the future, as patient does not need pacing. No further patient complications have been reported as a result of this event.